Event description:
Additional information received reports the impedance issues are still there. The impedances haven¿t gotten worse and haven¿t gotten better. The manufacture representative programmed around the electrodes that have impedance issues. The manufacture representative reports nothing has changed and no interventions were planned at this time. There was no additional information to provide.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0f43k, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported some of the bipolar pairs were reading greater than 4 ,000 ohms. It was noted the manufacturer representative did not see much of a motor response, but more of a sensory response. It was reported the patient felt stimulation during sedation. It was noted the representative decided there were four viable programming options for use. It was reported that the lead was wiped and reinserted in an attempt to fix impedance issues. It was reported the representative was meeting with the patient on (B)(6) 2014. It was reported the representative met with the patient but did not check impedances. It was noted the representative would check at the follow-up appointment on (B)(6) 2014.